Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/20/2014 with the following findings: visual inspection revealed that the bottom of the display screen image had a horizontal line across it; the reported event was duplicated. The pump case was removed, and the suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. During testing, it was determined that the reported event was directly caused by a failed display flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. Reportedly, the user was unable to read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.